Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the parents of the patient informed the customer that an emergency tracheostomy change had to be performed due to the balloon failure on the child's tube. The tube has only been changed twice previously, on (B)(6) 2025 and (B)(6) 2025. The event occurred at the space centre for children with complex needs. The provided patient details are as follows: initials - msa, age - 10 years 7 months, gender - male, weight ¿ 39,4kgs and ethnicity/race ¿ british asian. There was patient involvement and no harm. A similar complaint from the customer has been documented under cn-364723.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. A leak was observed at the junction of the inflation balloon and the tubing leading to the cuff immediately upon inflation. Confirmed customer complain of balloon failure probable cause, unintentional bending force during use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.